Event description:
Guide wire reported to have sheared off when being used with a router. Joint was flushed but some fragments may have remained in the joint. No hospital incident report was filed and no pt injury has occurred as aresult of this incident.